Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricular lead exhibited noise over-sensing. No intervention was performed. There were no patient consequences.

Event description:
Additional information received notes that the right ventricular (rv) lead was explanted due to noise over-sensing. The rv lead was replaced. The patient remained in stable condition.